Event description:
The pump was returned for investigation. Investigation revealed that there was a crack in the pump case and corrosion was found on multiple components of the pump. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed corrosion on the battery cap. During visual inspection of the pump, the pump case was found to be cracked at the upper right corner of the pump between the display lens and the case seal. The pump failed a leak test due to the pump case crack. The pump case was opened and corrosion was found on multiple internal components. Additionally, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).